Event description:
It was reported that, "during breast surgery, the dispersive electrode was placed on the patient's right thigh. When the pad was removed a series of small circular burns were noted at the dispersive electrode application site. The patient is said to be recovering well. No additional treatment was needed."